Manufacturer narrative:
The prod was returned for investigation. The reported failure was confirmed. The prod was subjected to visual and functional testing. The prod failed during functional testing. Further investigation revealed that the fuse on the main circuit board was defective. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was no video output on the unit.